Event description:
The user facility reported that the involved angio-seal arteriotomy locator would not go into the sheath. The event occurred pre-procedure. The patient was not injured during the event and medical or surgical intervention was not required. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 23 feb 2023: procedure performed for the patient prior to use with angio-seal device was a peripheral run off. A 6 french sheath was used. Hemostasis was achieved by manual compression. The patient was in stable condition.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings: code 213 is based upon the investigation of the unused samples; code 3221 is based upon the no investigation of the actual device. H6: investigation conclusions: code 67 is based upon the investigation of the unused samples; code 4315 is based upon the no investigation of the actual device. This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. Two (2) boxes with a total of eight (8) 6fr angio-seal devices were returned to for product evaluation. All eight (8) samples were found to have been unopened. The first box was found to have been opened and contained three (3) unused devices. The second box was found to have been unopened and was found to have contained all five (5) unused devices. All five (5) unused devices of the second box were found to have had the temperature sensor triggered. All eight (8) samples were visually inspected, but no damage or issues were identified with any of the devices. All eight (8) hemostasis sheaths and locators were inspected, but no issues were identified with the components. Functional testing was performed by attempting to connect all eight (8) hemostasis sheath and locator components. All eight (8) components were able to be fully connected properly, and no issues were identified with component connection. The complaint was unable to be confirmed for a component connection issue. The exact root cause was unable to be determined. The likely cause was determined to have been insufficient force applied to achieve proper component connection. A non-conformance report (ncr) was identified during device history record (DHR) review. A supplier corrective action report (scar) has been initiated to investigate the assembly issue of the locator and hemostasis sheath. Since the tubing issue found in ncr may have potentially affected the complaint device, a notification has been sent to facility regarding this complaint.